Manufacturer narrative:
The getinge field service engineer (fse) replaced the high pressure regulator. The unit passed all safety and functional tests and was returned to the customer for clinical use. The following investigation was performed by a technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: the failure analysis and testing dept. Received a pressure regulator with a reported unit failure of the helium tank not being able to mount. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. Verified the helium tank was not able to mount into the part. No root cause defined. Retaining the part in the failure analysis and testing department per procedure.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a

Event description:
N/a

Event description:
It was reported that during pre-sale , the cardiosave intra-aortic balloon pump (iabp) unit can't mount helium tank .there was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.